Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate char; the metal cap exhibits crystal-like deposits. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4)..

Event description:
It was reported that the first fiber cap detached inside of patient @ 59,432 joules. The cap was retrieved. It was reported that diminished tissue vaporization @ 462,575 joules was observed with the second fiber. The procedure was completed with a third fiber. There was no harm to patient. This report is for the second fiber used.